Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that the patient experienced high blood glucose, reaching 18¿mmol/l (324mg/dl), while wearing the pod on the upper buttock for approximately eight hours. The guardian believed the cannula did not insert properly into the skin, although no insulin leakage was observed. A finger-prick test confirmed the elevated glucose level, and the patient was also reported to be feeling unwell and had ketones measuring 1.6. The guardian contacted a diabetic nurse by phone, who advised removing the pod and administering 5 units of insulin by injection. No further medical assistance was reported. According to the legal guardian, the elevated glucose levels were managed by following the nurse¿s instructions. It was additionally reported that the pink slide had moved forward, and the cannula was visible after removal of the pod.